Manufacturer narrative:
Product evaluation: the product was not returned for analysis. Complaint history and monarch product history records were reviewed and documentation indicates the product met release criteria. Root cause has not been identified. Additional information has been requested. (B)(4).

Event description:
A sales representative reported cracked cartridges that were observed through the microscope during intraocular lens (iol) implant procedures. She reported that every time a lens is implanted, regardless of whether it is a high or low diopter, the lens passes through the cartridge with difficulty and observing them through the microscope, they would seem to crack.